Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right common iliac artery (cia). An 11cm 6fr non-bsc introducer sheath was introduced. After a 018x150 non-bsc guidewire was advanced to cross the lesion, a 9.0mmx40mmx80cm (5f) sterling tm balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon was successfully inflated at 6 atmospheres. However, upon the second inflation, the balloon ruptured at 8 atmospheres after a duration of 30 seconds. The device was completely removed from the patient and the procedure was completed with an 8-4/75 mustang balloon catheter. No patient complications were reported and the patient's status was good.